Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer was without a g7 cgm for several days, after which the ilet stopped dosing insulin and the customer experienced hyperglycemia; the customer transitioned to backup multiple daily injections until cgm replacements arrive. Symptoms included elevated blood glucose up to 500 mg/dl without loss of consciousness, dizziness, ketoacidosis, or other acute sequelae. Outcomes included high blood glucose for about a day that resolved to 118 mg/dl after use of backup therapy, with no medical intervention or hospitalization. Investigation included troubleshooting and education. Investigation of this case revealed that the cause of the hyperglycemia was unclear and no device alerts or alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.